Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was likely the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert, and the overall posterior slope of the tibial insert, which allowed for excessive posterior contact, especially medially, leading to wear of the polyethylene. No information provided in the following section(s): a4, a5, and b6, the following section(s) have additional info: g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 2 years and 8 months postop the initial implant, the (B)(6) y/o female patient, previously treated for right knee windswept deformity, had severe right knee pain, then a patellofemoral arthrosis was suspected by the x-ray findings. The surgeon prefers the surgical philosophy without resurfacing patella for primary knee replacement surgery and he has excellent long-term clinical results for this philosophy, however, he planned to resurface the patella using our patella component for this case. When the knee was exposed, abnormal proliferative synovium was seen around the knee, and remarkable polyethylene wear of the tibial insert was also found at the antero-lateral part of the insert. Then he removed the insert to check the condition of posterior aspect of the knee, he confirmed that poster-medical part of the insert was severely damaged by delamination wear. As he was concerned about using same type to the sloped insert, he performed trial reduction using the neutral insert of 9 mm thickness and decided to use it for this replacement. He also added v-shape arthrotomy to address the joint stiffness in flexion. The surgery was finished inserting the neutral insert and resurfacing patella to patellar component without any troubles. Patient was last known to be in stable condition following the event. Devices were not retrieved from the facility.